Event description:
It was reported that at the patient's first clinic visit following device implantation, error messages of current not being delivered and low impedance were seen. The patient was programmed to 0.25ma but this was no longer being delivered. Error codes 254 and 128 were seen. Ap chest x-rays were taken and reviewed by cuq, but the cause of the malfunction could not be determined with the images. The patient was later seen again in clinic, and the patient was unable to be interrogated. Error code 254 was seen. The generator was reset, and another interrogation was attempted. The device was then disabled showing low impedance and error code 4. The patient is unable to perceive magnet stimulation, and magnet swipes do not register on the programming system as an activation. This programming system has been able to interrogate other patients successfully. The patient has not had an MRI while this device has been implanted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient underwent a generator replacement. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
H6 investigation conclusions, corrected data: supplemental 1 report inadvertently did not update conclusion to d02.